Event description:
Reporter noted surgeon had two corneal burns during procedures one day. Patient 1 of 2: status unknown.

Event description:
Additional information received noted sutured wound to close. Two consecutive reinterventions, day 1 and day 2 post-op, for iridal hernia, due to lack of tightness. Severe stromal reaction after three weeks. 10 diopters of astigmatism due to suture. Prognosis reported as reserved.